Event description:
It was reported that allegedly a pta balloon dilatation catheter was used for a crossover procedure to treat a chronic total occlusion of the left superficial femoral artery. The access site in the right femoral artery was pre-dilated with a 5f x 8cm introducer sheath. The physician implanted two stents within the left superficial femoral artery and then the pta balloon dilatation catheter was advanced through a long 7f introducer sheath over a 0.035" glidewire to the access site and post dilatation of the stents was performed. Multiple inflations were performed to post-dilate the stents, when it was observed that there appeared to be circumferential constraining of the pta balloon. The balloon was successfully retracted from the patient when it was discovered that there was a bunching of circumferential fibers on the proximal portion of the balloon that appeared to be constraining the balloon during the procedure. Another pta balloon dilatation catheter was advanced to the treatment site and post-dilatation of the stents was successfully completed. No patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all released criteria. The complaint sample has been returned and the evaluation is currently underway. This is the first complaint for this lot number.